Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 1417 ventricular-sics since last session 129.8 days ago with an average v-sic/day of 10.91. The counters since last session indicate 0.3 single premature-ventricular contractions per hour which could possibly be a physiological sensing incrementing counter.the analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2014 and (B)(6) 2013 for ventricular -sics >/= 30 in 3 days and 2 or more high rate non-sustained episodes <(><<)> 220ms. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high sensing integrity counter (sic) and bi-ventricular pacing intervals. It was suspected there may have been electromagnetic interference. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.